Manufacturer narrative:
A final report will be submitted once the investigation is completed.

Event description:
It was reported to philips that device does not shock, no operation. The device was in clinical use for patient at the time of the event. There was no adverse event.